Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled in (B)(6) 2010. The patient was hospitalized due to "knee issues". The pump was refilled on (B)(6) 2011, while the patient was hospitalized. Per the reporter, the physician removed 16 ml from the pump; the actual volume was greater than expected. The expected volume was unknown by the reporter. The pump was refilled without any issues. Since the pump was refilled, the patient experienced tingling and more stiffness. The patient has been stiffer over the last month and felt not well, however, the patient believed this was due to other medical issues related to his knee. The patient needed to find a new pump physician. As of (B)(6) 2011, the patient was home.